Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device showed one hub wing was bent due to the handling damage. During image characterization testing, no image appeared in the system due to electrical open at distal, however no discernible defect could be seen based on x-ray analysis. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The telescope assembly was able to properly pullback, advance, and retract. The pullback problem could not be reproduced during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-00110, 2134265-2013-00112. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back did not start. The target lesion being treated was 75% stenosed with moderate tortuosity of the vessel. During pre intravascular ultrasound (ivus), the pullback of atlantis sr pro² catheter did not start up. The catheter was reconnected to motor drive unit of galaxy 2 system, but the pullback was unsuccessful. The ivus was not performed and the procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID # 2134265-2013-00110, 2134265-2013-00112. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back did not start. The target lesion being treated was 75% stenosed with moderate tortuosity of the vessel. During pre intravascular ultrasound (ivus), the pullback of atlantis sr pro² catheter did not start up. The catheter was reconnected to motor drive unit of galaxy 2 system, but the pullback was unsuccessful. The ivus was not performed and the procedure was completed with a different device. No patient complications were reported and the patient status is good.